Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had exhibited a longer than expected charge time in mid-life. The device was later explanted due to normal battery depletion. No adverse patient effects were reported. Initial analysis completed in our post market quality assurance laboratory found a high current draw.

Manufacturer narrative:
Detailed analysis was performed. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded low-voltage capacitor degradation resulted in a high current condition.